Event description:
The dr had difficulty inserting the iab into the pt on 11/8/97 at 12:54 p.m. The pt had a tortourous iliac. The iab was removed on 11/8/97 at 1:45 p.m. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 11/10/97.) (Pt's current status: unk-rpt'd 11/10/97.